Manufacturer narrative:
(B)(4). Attempts were made to gather thorough event information during complaint processing; the physician commented that the patient was discharged home without problem on (B)(6) 2017. Reportable device defect was found when the device was returned to the manufacturer on october 18, 2017; therefore, the date the manufacturer became aware of the incident was considered the date the device was returned. The returned subject catheter showed damaging of the top polymer coating, loosening and widening of shaft strands due to accumulated rotational stress for approximately 60 mm distal to the catheter tip. Microscopic observation found that top polymer coating was damaged along widening of strand pitch. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and investigation outcome, it was concluded that rotational force exceeding the product design limit was inadvertently applied while the catheter was caught by the heavily calcified lesion. Accumulation of rotational stress was assumed to make strands disarranged and consequently affect the top polymer coating to be damaged. There was no indication of product deficiency. Reportedly there was no patient harm; however, the coating damage was so severe that a possibility could not be completely ruled out that fragment(s) of top polymer coating could be remaining in the vasculature. The instructions for use states: - [warnings] if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.); - [warnings] do not use this microcatheter in advanced calcified lesions; and, - [malfunction and adverse effects] damage (separation, kink, bend, deforming), damage of hydrophilic coating.

Event description:
During a percutaneous peripheral intervention (ppi) to treat a heavily calcified cto lesion in the right superficial femoral artery, the subject catheter was used in an attempt to cross the lesion. While the catheter was crossing the lesion with difficulty, strong resistance was felt and the physician removed the catheter out of anatomy. Deformation of the catheter tip was recognized. The physician took no particular action to this tip deformation. The deformed catheter was exchanged to new one and the procedure was presumed. Ppi was finished with successfully reestablished blood flow.